Event description:
The customer's mother stated that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 474 mg/dl. The customer's mother stated that the customer's life was threatened as a result of the diabetic ketoacidosis. The customer was also in the hosp to have her gall bladder removed. The customer's mother declined to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.